Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. A photo was provided which shows the stent partially deployed. Upon sample analysis of the returned sample, the stent was completely deployed and returned as part of the sample; it was not known when and how the stent was deployed. The investigation leads to confirmed result for partial stent deployment. The intended placement site for this stent represents off-label use. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". With regards to device warning, the instructions for use states that "visually inspect the bard e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the biliary system which represents off-label use. (Expiry date: 03/2024).

Event description:
It was reported that during stent placement procedure, the stent allegedly failed to deploy at the lesion. The procedure was completed by using another device. There was no reported patient injury.